Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital due to a surgery on his leg. The customer was placed in an oxygen chamber. The customer stated that his blood glucose was 95mg/dl at night, and in the morning his glucose level was 232mg/dl, and he was treated with a bolus. The caller stated that his blood glucose has not been under control since he had a kidney transplant. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives. No further information was provided.